Event description:
Customer called paramedics to her home, due to low blood glucose. Troubleshooting was performed. Customer had started taking new medication the day before hospitalization. Paramedics helped customer deliver a manual prime into her body.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.